Event description:
During baxter's eval it was found that a spectrum pump had a delayed keypad. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "delayed keypad" was experienced during eval. The delay was caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.